Event description:
Reporter stated that a patient received the following results on the inform system within 10 minutes: 76 mg/dl, 43 mg/dl, and 45 mg/dl. Patient received unknown treatment for low blood glucose symptoms. Customer also states patient had a history of treatment with peritoneal dialysis, but they had not had anything in the last month. No adverse event, related to the device, was reported. Requested return of suspect device, however, customer did not return the test strips; replacement was sent.